Event description:
Dark colored debris moving around unopened bicarbonate solution while preparing for dialysis treatment. Solution with debris was not used for patient treatment and remaining solution from the same lot was checked and no other bottle was found to have debris. All remaining product from the affected lot was removed and placed on hold from use.